Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. During the procedure the ipp was removed and replaced. The patient did not experience any further complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. During the procedure the ipp was removed and replaced. The patient did not experience any further complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
D11, h2, h10 updated.